Event description:
It was reported that the device was explanted in 2008, and replaced during the same procedure due to detected leakage. Implant duration zero days. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.